Manufacturer narrative:
Analysis found the interconnect flex was formed incorrectly and was creased. It was noted the device passed all incoming functional tests.

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.